Event description:
The initial reporter received questionable sodium, potassium, and chloride electrode assay results from one patient sample tested on the cobas 8000 ise 1800 module. The initial sodium result was 121 mmol/l. The repeat result was 142 mmol/l. The initial potassium result was 4.1 mmol/l. The repeat result was 4.8 mmol/l. The initial chloride result was 126 mmol/l. The repeat result was 107 mmol/l. The initial results were not reported outside the laboratory, as they have a rule in the middleware to rerun sodium results <125 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The electrode serial numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the module and replaced the dilution bath assembly. He verified that the module was performing according to specifications. The customer did not report any other issues after the service. The investigation did not identify a product problem. The specific cause of the event could not be determined.